Event description:
Customer reportedly tested 185 mg/dl on the aviva system when having a seizure. No treatment information provided. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products: metformin - 10yrs 300mg/day1; lantus - 4 mos 10u/day; plavix - 1yr 75m/day; lyrica - 2 yrs 200mg/day.